Event description:
It was reported that iab was inserted into left femoral artery via sheath without incident. Iab was connected to pressure monitoring kit to monitor blood pressure on acat 1 plus iabp screen. However, blood pressure waveform could not be obtained on screen. Central lumen was flushed but bp waveform still could not be obtained. Iab was exchanged. There were no reported patient complications. A tiny hole was noted in catheter upon removal.